Event description:
Customer reportedly received results of 190 mg/dl and 103 mg/dl within 10 mins on the compact plus system. Customer took insulin based on result of 103 mg/dl. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.